Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported to tip broke. During a thrombectomy treatment procedure, an angiojet® solent¿ dista catheter was being advancement over a guidewire and broke at the tip. The device never entered the patient and was exchanged for another of the same device to complete the procedure. No patient complications were reported.